Event description:
It was observed during the device inspection, some of the light-emitting diode (led) digital numbers on the front panel of the high flow insufflation unit did not light up. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be the lighting failure due to a failure of the front panel light-emitting diode. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.